Event description:
It was reported that during a lap gastrectomy an error was noted. After that, it was noted that the device was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/23/2007. Other = batch number. Blade damage/tip off. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off but present. The remaining blade portion was scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.